Manufacturer narrative:
Additional information: investigation report, associated work order reports, m5 diagnostic inspection report, applicable photo evidence.

Event description:
On (B)(6) 2021, the customer's daughter contacted acorn stairlifts, inc. To report that the stairlift was inoperable, displaying an f6 code, (meaning: lift has over travelled it's parking position or the switch has been activated accidently, acorn 180 training manual, feb, 2018). On (B)(6) 2021, service was conducted and the final limit switch was found out of position. The field technician readjusted the final limit switch and inspected the stairlift per f509.0.3; the stairlift passed all inspection criteria. Acorn was contacted again on (B)(6) 2021, the customer stated that the f6 code displayed again. Acorn contacted the customer on (B)(6) 2021 to confirm a service appointment for (B)(6) 2021, at this time the customer's daughter informed acorn that on (B)(6) 2021 at 2am, her mother had attempted to climb the stairs and fell, resulting in a broken hip.